Manufacturer narrative:
The user facility replaced the washer subject of the reported event. A new reliance vision single chamber washer was installed at the user facility on (B)(6) 2017. No additional issues have been reported.

Manufacturer narrative:
No report of injury, procedure delays or cancellations. A steris service technician arrived onsite to inspect the washer and found that the facility's pure water line had leaked onto the washer's control components. The technician found a cracked bushing on the facility's piping that caused the original leak. The water leak resulted in the washer to act erroneously and caused the chamber to continuously fill with water. A third-party contractor who installed the facility's piping stated the bushing was reused from another washer when the reliance vision single chamber washer was installed; the bushing was not replaced during the time of subject washer's install. The user facility removed the washer from service and is awaiting repairs/replacement. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported their washer alarmed for "water temperature too high". The user facility contacted steris service following the alarm. A steris service technician advised user facility personnel to turn off the washer and at this time water leaked out of the washer's chamber onto the floor.